Event description:
According to the reporter, on (B)(6) 2017, during bariatric revision, the device was unable to fire. And cause poor staple formation and incomplete staple line in the distal area. Another device was opened to complete the procedure. No patient injury has been noted.